Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that only a partial lead was returned for evaluation. The insulation was abraded at 27.5 cm to 27.9 cm and 28.9 cm to 29.1 cm from the proximal end.

Event description:
This report is to advise of an event observed during analysis.